Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument's blue plastic grip broke and no pieces were retained within the wound. Another device was used to complete the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The blue plastic handle of the instrument is fractured in half. The fracture passes through the pin hole of the handle. The strike plate and distal end of the instrument show expected wear through previous use. Review of the device history records (DHR) for reported component identified no deviations or anomalies that could contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be file accordingly. Zimmer biomet will continue to monitor for trends.